Event description:
In 202, the end-user medtronic minimed called and stated that cust. Sent back 45 pcs due to leaks at the luer connection. In 02/2003, maersk medical received the complaint and 45 unused sets.